Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the surgical intervention was undertaken to revised the lead due to ineffective stimulation. An x-ray revealed the lead had migrated away from the midline. Follow-up revealed the original lead was repositioned into a midline position. Effective stimulation and coverage was achieved post-operatively.